Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-09777. Related manufacturer reference number: 1627487-2019-09778. Related manufacturer reference number: 1627487-2019-09779. It was reported the patient was experiencing ineffective therapy. Reprogramming was unable to resolve the issue. The patient underwent surgical intervention where the drg system was explanted and was replaced with a new scs system. Effective coverage was obtained following the surgery.